Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage. Corrective treatment was not provided and outcome was considered unknown. Due to limited reporting of the injection date, injection site, onset date and localization of the event, local and temporal relationship can only be assumed. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported numb was considered to be a symptom of the event vascular occlusion and therefore was not coded. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with a total of 1 syringe of radiesse, on an unknown date, for an unknown indication. The lot number for radiesse was not reported. On an unknown date, after the radiesse injection, the patient experienced a possible vascular occlusion. As reported, the patient experienced that their face felt numb, and the reporter thought it may be a vascular occlusion (reported as vo). The outcome of the event was considered unknown.